Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump is displaying less insulin in the bolus wizard than it appears in the reservoir. The parent does not feel comfortable with the insulin pump and wants a replacement. The patient's blood glucose level was unknown at the time of the call. The bolus wizard was checked and the volume of insulin does not match the reservoir. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.